Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima ii¿ IV catheter has been found experiencing leakage during use. The following has been provided by the initial reporter: 210 beds from the operating room back to the room found that the infusion site was wet, tearing open the applicator and found that the middle of the indwelling needle leaked.

Event description:
It has been reported that one bd intima ii¿ IV catheter has been found experiencing leakage during use. The following has been provided by the initial reporter: 210 beds from the operating room back to the room found that the infusion site was wet, tearing open the applicator and found that the middle of the indwelling needle leaked.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8198179. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. No abnormalities could be identified in the retention samples available for this lot number despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.